Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4: batch #871c30. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: squeezing the firing handle exposes the knife. Confirm that the red safety is engaged prior to removing the excised tissue from within the circular knife. Do not fire the instrument more than one time. Additional firings could result in tissue damage. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 871c30, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 7/9/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how much blood was lost (ml)? Did the patient require a transfusion? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the patient presents herself in the clinic and the surgeon detected a hemorrhoidal prolapse, i.e. Circular hemorrhoids grade ii ¿ iii°. The diagnosis has been confirmed in today's operation and as discussed with it, the operation should be carried out after longo. Insertion of the dilator with obturator under circular displacement of the sphincter muscles. Remove the dilator and fix the obturator to the skin perianal with 4 mersilene 1 sutures. Inserting the side view ¿ anoscope. After a manual inspection of the sphincter ani internus muscle, which is safely pushed aside by the obturator, present a circular tobacco sac suture of the mucosa about 4 cm above the dentate line with pds 2 -0 suture. Removal of the anoscope, probatory tightening of the suture, which securely grips the entire circumference and sits correctly. Insert the extended stapler and place it safely behind the tobacco bag seam. Pull and knot the tobacco bag suture. Manual control of vaginal and the inclusion of the vagina in the circular suture is excluded. Drive the stapler together, which is smooth and smooth running. Trigger the stapler and manufacture the anastomosis. Remove the stapler. However, there is an incomplete, strong anastomosis ring, which is given as a preparation for histo-pathological examination. Then, first, manually check the brace seam row, which is practically only available from 9-3 o'clock. You don't see the triggered bracket either. Only the mucosa tears are most likely after the circular suture at 3-9 o'clock. Slight seepage bleeding at 11 and 2 o'clock in ssl is each inserted with a cross-over the brace seam row with vicryl 3 -0. The report from 3-9 a.m. In ssl is then supplied in hal technology.